Event description:
It was reported that: "the central vein catheter has slipped out of the fixation." It was reported that the event occurred in (B)(6) 2022. Multiple attempts for additional information to customer has been requested without response.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: "the central vein catheter has slipped out of the fixation." It was reported that the event occurred in october 2022. Multiple attempts for additional information to customer has been requested without response.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.